Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information batch #j91g3c. The device was received disassembled with the shaft attached to a blue handpiece and not all internal components presents. In addition, the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. Due to the condition of the device not all functional tests could be performed. The device was disassembled to inspect internal components and the friction lock button and wave spring was missing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the doctor was performing a facial reconstruction with the harmonic blue handpiece and synergy instrument and the active blade broke on the instrument. A second handpiece and instrument were used to complete the procedure with no consequence to the patient.